Event description:
Device issue: leaks-hemostatic valve. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the exchange sheath was inserted, when the guide wire was removed excessive bleeding was noted from the hemostatic valve. The exchange sheath was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.